Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient inserted a cgm sensor around 2:00 pm. From 5:00 pm until 7:30 pm, the cgm reading was around 40 to 60 mg/dl. The patient was not able to do a bg measurement at that moment and self-treated with a coca cola. At an unspecific time, a fingerstick was taken by the patient, the cgm reading was 42 mg/dl, and the bg reading was 500 mg/dl. At 8:00 pm, the patient removed the existing sensor and inserted a new sensor. Around 8:30 pm the patient did a fingerstick, the cgm reading was high, but no specific value was documented, and the bg reading was 519 mg/dl. The patient self-treated with 15 units of insulin. At 11:00 pm, a fingerstick was taken by the patient, the bg value was still 500 mg/dl and no cgm reading was documented. The patient called an ambulance. The patient experienced a headache, was feeling cold, was shivering, and had painful legs and arms, and was transported to the hospital with the ambulance around midnight. At the hospital, the patient received treatment with intravenous magnesium and kalium. An electrocardiogram and an ultrasound were performed, but no results were documented. At the time of the report, the patient was confirmed she had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e2301 alteration in body temperature. H6: health effect - clinical code - e2304 chills.